Event description:
It was reported that a system failure was experienced.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with broken screw-boss on left plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Main pcb (printed circuit board) does not operate as intended so it was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. D5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.